Event description:
User facility medwatch report #(B)(4) was received. A copy of the report will be included in this report. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Brand name corrected from cortex screw 3.5 x 5.5mm to 3.5mm cortex screw self-tapping 55mm.